Event description:
The surgeon performed a laparoscopy with bilateral linear salpingostomies for a tubal ectopic pregnancy. At the conclusion of the procedure they instilled 300 ml of gynecare intergel. On post-operative day 8, the patient started to develop severe pain and rectal pressure. Their white blood count and temperature were normal. They underwent a repeat laparoscopy at which time a "large almost hard rock congealed mass of intergel was found in the cul-de-sac plastering the bowel to the posterior surface of the uterus. It looked like this was almost eroding into the bowel." Dr. Removed some of the material, but was unable to develop a cleavage plane between the rectum and the uterus. They also found it necessary to remove the patient's right tube and ovary and their left tube. They stated, "I have never seen such inflammatory adhesions in my entire career."